Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2019-00114.

Event description:
It was reported that during the procedure the threads of two plugs were damaged. Alternate plugs were used to complete the case. There were no reported patient impacts or surgical delays. This is report one of two.

Manufacturer narrative:
The returned closure top was evaluated. Visual inspection found the outer threads of the closure top was damaged. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The likely cause is due to with cross-threading the blockers into the mating pedicle screws during attempted installation.

Event description:
It was reported that during the procedure the threads of two plugs were damaged. Alternate plugs were used to complete the case. There were no reported patient impacts or surgical delays. This is report one of two.